Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered while customer was playing. Additionally, the pump touch screen was no longer functional due to the damage. Customer's blood glucose was 110 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.